Event description:
The patient¿s initial diagnosis and the treated level were not reported. At the time of system setting during the surgery, foggy images were displayed and it was not sufficient quality for performing surgery. To resolve this problem, reusable endoscope (standard) was replaced by a short reusable endoscope, leading to successful completion of the surgery. It was reported that there was no problem observed upon checkup of the product. As a result of the incident, the surgical time was extended less than 15 minutes. The physician provided no particular comment regarding this incident. The product was used in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): team inspected the appearance of the product, and confirmed there is no deformation or damage to the tip and the lens shaft. The image was out of focus and blur. Inside the lens, there may be moisture or damage.